Event description:
Per received report, the orbit coil could not be detached. The detachment control box was changed and still did not work.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the 3.5x7.5 orbit mini complex fill coil ((B)(4)) could not be detached. The trufill dcs syringe was exchanged, but the coil still could not be detached. The alternative detachment method of pressurizing the syringe to the red zone was attempted during the event. It was reported that there were no complaints against the syringe and that other coils were successfully detached using the same syringe after the event. There was no patient injury and the procedure was completed with a same type product. A non-sterile orbit mini complex fill 3.5x7.5 system was received coiled inside of plastic bag. The hypotube was inspected and no kinks were noted. The introducer was unzipped and in good conditions. Dried blood was found inside of the introducer. The coil and gripper were received inside the introducer. Part of support coil was outside the proximal end of the introducer. The support coil and gripper were found without damage. The coil was found stretched. Some waves were found on the product these may have occurred during the handling of the unit when returned for evaluation. The gripper and coil were inspected under microscope; the gripper didn't present with any occlusion in the purge hole area. The coil was stretched. The dried blood was confirmed. The dried blood prevented advancement of the coil from the introducer; because the support coil was extending out of the proximal end of the introducer, not enough forward pressure could be applied to advance the coil from the introducer in the normal manner. While attempting to get the coil out of the introducer for functional testing for detachment, the coil detached. Therefore, further functional testing could not be completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the failure to detach could not be fully evaluated with functional testing and the cause and timing as related to procedural use of the damages noted on the returned device could not be determined. With review of the device history records there are no identified manufacturing issues related to the event. Additionally, inspections are in place to prevent damaged devices from leaving the facility. Therefore no corrective actions will be taken at this time.